Manufacturer narrative:
Date of incident - between (B)(6) 2017. (B)(6). The device was manufactured november 7, 2016 ¿ november 9, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. The reporter stated that after infusion, between 1/4 and 1/2 of the fill volume remained in the device. The device had been filled with piperacillin / tazobactam in 0.9% sodium chloride solution. There was no patient injury or medical intervention associated with this event. No additional information is available.